Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to brézins for investigation. The customer reported an overflow issue when he was going through their internal logs, however it was confirmed that this issue was occured in 2020. Despite several attemps for further information and as long as there is no other evidence that could confirm the problemn the reported issue is not confirmed. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Transfusing 2 units of blood product. The pump was confirmed to be programmed correctly for the amount to be infused. Confirmed that bag was spiked correctly and clamped to ns flush was adequately clamped. Pump read 65 mls left for transfusion with large amount of product remaining in bag. No additional alarms for air or occlusions noted. Flowrate issue; event occurred in (B)(6) 2020. More information is needed to investigate this issue fully.